Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
During a follow up session, abnormal in situ measurements were observed. The uses has been re-implanted with a new device on (B)(6) 2025.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a follow up session, abnormal in situ measurements were observed.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a follow up session, abnormal in situ measurements were observed. The uses has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Further technical checks are considered but no date has been scheduled yet.

Event description:
During a follow up session, abnormal in situ measurements were observed. Further technical checks are considered.